Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2022.

Manufacturer narrative:
This report is submitted on february 10, 2022.

Event description:
Per the clinic the device was explanted on (B)(6) , 2021, due to misplacement of the implant. The patient was reimplanted with another cochlear device during the same surgery.